Event description:
It was reported that during testing, the pneumatic hose of the maestro drill was leaking. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Device investigation was performed and it was confirmed that the pneumatic hose was leaking.